Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Analysis of the device memory had an observation relating to vt detection. Analysis of the device memory had an observation relating to wavelet detection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done and a new wavelet template was collected.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple episodes stored as supra ventricular tachycardia (svt) that was likely ventricular tachycardia (vt).  It was noted that multiple svt episodes may have been ventricular tachycardia (vt) because of a sudden svt discriminator used to distinguish between rapid and gradual onset of fast ventricular rhythms that started with premature ventricular contractions (pvc).  It was also noted that the ventricular fibrillation (vf) episode was also recorded and showed similar waves, which was withheld by the device feature designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of an svt origin.  It was further reported that the feature withheld until the matching score was not sufficient.  The delivered intrinsic antitachycardia pacing inside the ventricle terminated the episode.  The device remains in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.